Event description:
A report was received that the patient's ipg was replaced due to possible electrocautery damaged from a non-device related surgery. The patient is reportedly doing well and receiving satisfactory stimulation.

Manufacturer narrative:
Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.